Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient climbed to 12,300 feet and their device went haywire near the top; the patient had to go to the bathroom every 45 minutes, and they could feel the ¿electricity and the pressure¿. It was noted this was a sudden change in therapy/symptoms. The patient turned stimulation off and it helped with their symptoms. The patient¿s doctor recommended that the patient turn stimulation off if going to high elevations in the future. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was reported.